Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. Cartridge not fitting: 71, 213. (B)(4).

Manufacturer narrative:
The tandem t:flex pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to load a cartridge onto the pump after multiple attempts and with multiple cartridges. The customer's blood glucose (bg) level was impacted 270 mg/dl. The customer administered a manual injection. Reportedly, the customer was able to snap a cartridge into place on the 4th try. The customer reported that after loading a cartridge, the tubing was filled with over 20 units and only one drop of insulin was observed coming out of the end of the tubing. Reportedly, the customer has manual injections available as alternate insulin therapy.